Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found. (B)(4).

Event description:
It was reported that the lead was explanted and replaced for high capture thresholds. The patient condition was stable after the procedure.